Event description:
Boston scientific crm rec'd info that during the pre-discharge check, it was noted that the right atrial (ra) lead had dislodged. A lead revision procedure was successfully performed the following day. However, the ra lead dislodged again approx one hour after the procedure. Another lead revision procedure was performed and the physician opted to explant and replace the lead. A new ra lead was successfully implanted and no adverse pt effects were reported. It was noted that despite the boston scientific sales rep (sr) requesting the lead be returned to him, it was thrown away by the hospital staff and will not be returned for analysis. The sr also stated that he believes the lead may have been over torqued during implant. No add'l info related to this event is available to the company at this time. If add'l info becomes available, the event will be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.